Event description:
It was reported that the distal end of the lead was bent in packaging and the healthcare professional (hcp) did not feel comfortable implanting the lead. The device was not implanted and a different product was used. The issue was resolved.